Event description:
It was reported that a patient death occurred after completion of a FARAPULSE Pulmonary Vein Isolation (PVI) procedure and during the positioning of a WATCHMAN (WM) device.The patient was scheduled for a concomitant FARAPULSE Pulsed Field Ablation (PFA) procedure with a non-Boston Scientific (MSC) Mapping System and Watchman (WM) implant. The patient was hospitalized as an inpatient. Prior to the procedure, Cardiac Magnetic Resonance Imaging (MRI) demonstrated ventricular scarring, raising concern for an arrhythmogenic substrate. The physician suspected the patient might require an Implantable Cardioverter Defibrillator (ICD). The patient's ejection fraction was 25 percent. Medical history included mitral valve (MV) repair and moderate coronary artery disease (CAD). Due to the MRI findings, the clinical team performed ventricular pacing maneuvers to assess for inducible ventricular tachycardia (VT). The pacing maneuver induced VT, which was terminated with cardioversion. Despite the induction of VT, the decision was made to proceed with the planned procedure. Pulmonary vein isolation (PVI) using a FARAWAVE catheter was completed without issue and was described as uneventful. The team then proceeded with WM implantation using four-dimensional intracardiac echocardiography (4D ICE). During WM device positioning and deployment, the patient again developed VT. Cardioversion was attempted multiple times; however, the VT persisted despite repeated shocks. The patient became hemodynamically unstable and decompensated, resulting in initiation of cardiopulmonary resuscitation (CPR) and Advanced Cardiovascular Life Support (ACLS) measures. The patient was subsequently in a slow VT and stable for transport to the Intensive Care Unit (ICU). Following transport, the patient again decompensated and subsequently expired in the Cardiac Intensive Care Unit (CICU). The official cause of death is unknown. Autopsy results are unavailable per customer/account.

Manufacturer narrative:
D2a: Common Device Name: Percutaneous Cardiac Ablation Catheter For Treatment Of Atrial Fibrillation With Irreversible Electroporation; reported here as the Common Device name exceeded the character limit for designated field.Detailed product information was not provided to BSC. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the Unique Identifier (UDI) and other specific product information.